Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the pca set during an epidural infusion of either sensorcaine or fentanyl/bupivacaine. There was no report of patient harm.

Manufacturer narrative:
Initial report: omit customer medwatch ((B)(4)).

Event description:
The customer reported fluid leaked from the pca set during an epidural infusion of either sensorcaine or fentanyl/bupivacaine. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the pca tubing at the tubing to male luer engagement was confirmed. No anomalies or evidence of damage on the set or its components was observed upon initial visual inspection. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under microscope revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of leaking from the pca tubing at the tubing to male luer engagement was not identified.

Event description:
The customer reported fluid leaked from the pca set during an epidural infusion of either sensorcaine or fentanyl/bupivacaine. There was no report of patient harm.